Event description:
Patient presented to physician with pain at the sense lead site. The physician determined it was due to irritation of the nerve bundle in the area and surgically re-positioned the sense lead on (B)(6) 2020. This resolved the patient issue.